Event description:
Per contact, the md banded two varices - one varix was double banded and one of the double bands fell off. The fourth and fifth bands misfired. The contact heard the click when the md fired the bands, but thought the click was unusual. Pt will return for completion of procedure.